Event description:
A customer contacted beckman coulter inc (bec) reporting that the probe was leaking on the coulter act diff 2 analyzer, which was contained within the unit. The volume of the leak is unknown. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. The customer did not come in contact with the fluid. Medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. There was no impact to patient sample results.

Manufacturer narrative:
Customer technical support (cts) assisted the customer with troubleshooting the issue via telephone. Cts guided the customer in removing and cleaning the probe wipe. The path from the probe wipe to the vacuum isolator chamber (vic) was also cleaned with bleach. The customer ran blank samples and there was no evidence of leaking. The customer has not reported any new recurrences of this event to date. The cause of the leak may be attributed to the probe wipe assembly and its path to the vacuum isolator chamber (vic). Service was not dispatched for this event as the issue was resolved by the customer through troubleshooting with cts. Per labeling, beckman coulter, inc urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).